Event description:
It was reported that the patient presented to the hospital for a follow up and the pulse generator exhibited premature elective replacement indicator. The patient exhibited good conditions and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.